Event description:
The device was returned to the service center for a report from the customer contact that the device door b would not close. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code.

Manufacturer narrative:
During testing the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The cassette door would not close and was stuck in the open position. The alarm could not be cleared. The device was disassembled and a visual inspection found that the mr2 motor on channel b had a broken rtv seal. As a result, the mr2 motor was loose and moved out of position. The probable cause for s421 malfunction and the cassette door not closing was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in an s321/s421 malfunction alarm codes. This report represents all the information known by the reporter upon query by hospira personnel.